Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient's experienced long lag times before the continuous glucose monitor caught up when calibrating. The sensor was inserted in the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional even or patient information is available.